Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who is implanted with a neurostimulator for spinal pain. It was reported that the implant that the patient had 5-6 years prior to the report also zapped her. The trial was perfect. There were no further complications reported or anticipated.

Event description:
Additional information was received from the patient reporting that the patient¿s weight at the time of the event (5-6 years ago) was (B)(6). No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.